Event description:
It was reported that during an lar procedure, some staples remained in the device, but the leak test was fine. The operation was finished by reinforcing. A leak occurred in the front part of the anastomosis on the next day, requiring a re-operation to correct the issue. Another device was used to complete the case. The device was discarded. The pt is recovering without problem.

Manufacturer narrative:
Date sent: 9/22/2008. Info is unavailable; device was not returned for eval.